Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-nov-01. There was not a specific time for when the patient began to not have effective therapy. The explanted components would be returned for analysis. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient¿s therapy was not effective so their spinal cord stimulator (scs) was explanted. There were no environmental/external/patient factors that may have led or contributed to the issue and no diagnostics or troubleshooting performed. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
The returned implantable neurostimulator (ins) model 97714 / sn: (B)(4) was received with no telemetry and no output. Telemetry was restored after two physician mode recharges. The trace report taken from the ins indicated the ins was last charged on (B)(6) 2015, depleted to a therapy unavailable state on (B)(6) 2015, and subsequently entered into an overdischarged state. The ins was then subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that ins was functioning within specifications but has reduced capacity due to one overdischarge. If information is provided in the future, a supplemental report will be issued.